Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. A 3.00 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noted that the stent got shifted. The procedure was completed with another synergy stent. There were no patient complications nor injuries reported.